Event description:
Information that was inadvertently left out of the initial medwatch regarding the reported event (no image): the intended procedure was successfully completed using another device.

Manufacturer narrative:
This report is being supplemented to provide information that was inadvertently left out of the initial medwatch and to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6, h10 corrected fields: b5, d10, e3, h10 (troubleshooting) the troubleshooting was performed where several camera heads were connected to the subject device, but color bars were displayed as no camera head was detected (without any error codes), these are also reportable malfunctions. However, the same camera heads were working fine with another tower. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over a year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a conclusive root cause could not be determined since device passed all functional tests. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The unit was tested, and all video output signals and images were working with no issue. The unit passed all functional tests. The evaluation found dents on the front panel near the touch panel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the visera elite ii video system center had no image when the camera paddle is connected. The issue was found during preparation for use for a therapeutic procedure. There were no reports of patient harm.